Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at o-c6 with pedicle screws to treat an odontoid process fracture. It was reported that some time post-op it was found that 2 set screws had completely backed out. The patient underwent a revision surgery 8 months post-op to replace the set screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.